Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited intermittent capture and sensing. A chest x-ray revealed micro-dislodgement. The lead was capped and replaced.